Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the nurse call connector was observed. The device's interface board was replaced to address the issue.